Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip dropped and spitted. The clip did not fall into the pt. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.